Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date rec'd by MFR : this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# : (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo 12.6, -07.00 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. The lens tore during injection/delivery. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted, removed, and replaced intraoperatively on (B)(6) 2020. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found optic and haptic torn. Claim# (B)(4).